Manufacturer narrative:
The device was returned to olympus for inspection and the customer's reported issue was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the event was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited no image. The issue occurred during maintenance and there was no patient involvement.